Event description:
It was reported that during a da vinci-assisted surgical procedure, the system did not recognize the stapler 45 instrument. A third-party product was used to proceed with the surgical task. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 instrument was analyzed, and failure analysis investigations replicated the customer-reported complaint that the system did not recognize the stapler. For clarification, the instrument was found to have a broken grip cable at the wrist resulting in engagement failures when installed on the system arm. The crimp of the grip cable was also missing. The missing crimp was approximately 0.046¿ x 0.032¿. Any potential fragments would have been retained by the stapler sheath. Additional observation not reported was a bent steering hypotube at the wrist. The root cause is attributed to the user. Additionally, the instrument was found to have a broken pivot plate. Common causes of the failure mode broken instrument pivot plate are typically attributed to the user, such as excessive force applied to the distal end of the instrument. Per review of logs, the last use of the instrument was on 27-jun-2022. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding recognition issues was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. This complaint is being reported due to the following conclusion: failure analysis investigation identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.